Event description:
Event occurred during routine surgery for tonsilectomy and adenoidectomy. Electro-cautery was being used and the string from the sponge caught on fire. Appropriate safety procedures were followed but the pt did experience burns on the inside right cheek and tongue. Tip of cautery knife sparked - small flash burn occurred in pt's oral cavity from o2 rich environment from the endotracheal tube. This incident did not result in a length of stay or surgical intervention. It's believed at that this incident is not a result of a malfunctioned device, i.e. Suction cautery pencil. It has been determined that an investigation into the use of the cuffless endotracheal tubes and suction cautery pencils should be conducted.